Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarms noted. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer was unable to rewind the insulin pump because he received a motor error alarm. The customer was carrying the insulin pump in a pouch with a magnetic clasp. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.